Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. On (B)(6) 2018, it was reported that during preventative maintenance a mesher required repair for the device grinding and getting stuck. A zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) and 1:1 cutter serial number (B)(4) were already at a zimmer facility and were available for evaluation. Evaluation of the device noted that the device required additional work performed on it; however the customer declined repair of the device. Evaluation of the 1.5:1 cutter noted that the cutter was unable to produce a passing mesh while the 1:1 cutter produced a passing mesh. On (B)(6) 2019, the mesher as well as the 1.5:1 cutter was scrapped at their request. The 1:1 cutter was returned to the customer. The devices were tested and inspected 4. Reference number (B)(4) on (B)(6) 2018 while the mesher and one of the cutters were scrapped at the request on the customer and it was noted that the device required additional work, it cannot be determined from the information provided if the mesher was actually grinding and getting stuck or what could have caused these issues with the device. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that initially the device was sent in for preventive maintenance. Later it was noticed that the unit required repair. During pm, the device was grinding and getting stuck. No additional information is available.